Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported a piece of the tristar trocar beveled tip broke off into the abdominal cavity. It came from a ftr72 kit.